Event description:
It was reported that during a da vinci assisted surgical procedure, customer had encountered endoscope engagement issues on universal surgical manipulator (usm2) of patient side cart (psc). The customer was eventually able to install the scope but, the motion of endoscope was opposite of what surgeon desired. An intuitive surgical inc., (isi) technical support engineer (tse) reviewed the system logs and verified the issue. The tse walked the customer through resetting the guided tool change (gtc) on the scope. Following this, customer confirmed that issue was resolved. The procedure was completing as planned with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the batch details of reported endoscope were confirmed. The image was not inverted. The customer did not observe reversed control of system arms. The orientation of vision did not change on its own. The endoscope moved freely with an uncontrolled motion. At the time of event, the system did recognize correct scope and a desired orientation was confirmed by the surgeon when it was installed. The reported endoscope was a 0-degree endoscope therefore, it did not require to be flipped up or down. The adapter/base of endoscope was still attached. The customer did not observe any missing components on the endoscope adapter. The issue was resolved by resetting the guided tool change (gtc). The procedure was competed with same endoscope. The reported issue did not cause patient injury.

Manufacturer narrative:
The 0-degree endoscope involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.